Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needles are breaking at the hub.

Manufacturer narrative:
Investigation summary: two 25 ga x 5/8" needles broke off at the blue hub. Only one (1) blue needle hub was received for evaluation and it was observed that the needle was no longer attached to it, confirming the reported complaint. This is the first complaint for the lot# 7228831 for the same defect or symptom. There was no documentation of issues for the complaint of batch #7228831 during this production run. Two photos were provided, both show a damaged hub. There is no needle. Root cause is undetermined.

Event description:
It was reported that bd precisionglide¿ needles are breaking at the hub.